Manufacturer narrative:
The carr-locke-injection needle subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch mw5185323, "opened a carlock needle to inject epi during a procedure and the needle as defective, the epi would not go through the needle. Got a new one and it worked fine." No report of injury.